Manufacturer narrative:
Complete information for section a1 patient identifier is sid (B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive alinity I total b-hcg result for one sample. The following data was provided: sid (B)(6): initial result = 7 iu/l, repeat = 76 iu/l, <2 iu/l, <2 iu/l the patient had a scan delayed by 2 days due to the false positive result. There was no negative impact to the patient due to the delayed scan. Per q-22-01-015, edition 011, false positive b-hcg results are reportable no impact to patient management was reported.

Manufacturer narrative:
The alinity I processing module (03r65-01), serial number (B)(6) was inspected, instrument logs were reviewed, and multiple troubleshooting procedures were performed. However, no definitive part was identified as the cause of the issue. An instrument service history review for (B)(6) revealed no additional tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the alinity I processing module with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling provides adequate information regarding the troubleshooting of erratic/discrepant results. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6) were identified.

Event description:
The customer reported a false positive alinity I total b-hcg result for one sample. The following data was provided: sid (B)(6): initial result = 7 iu/l, repeat = 76 iu/l, <2 iu/l, <2 iu/l. The patient had a scan delayed by 2 days due to the false positive result. There was no negative impact to the patient due to the delayed scan.